Event description:
It was reported that during a lap cholecystectomy procedure, during insertion of the first trocar at the umbilicus, the trocar penetrated the abdominal wall but the knife remained loaded. According to the surgeon, this patient had a 'weak" abdominal wall, comprised of a lot of fat and a very thin fascia. The case was completed with another device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.